Event description:
The user reported that the white syringe adaptor disconnected from the top of the pumping segment. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). The customer's complaint was confirmed as being caused by insufficient solvent being applied to the joint between the syringe adaptor component and the upper pumping segment fitment. Two possible root causes for insufficient solvent were identified: incorrect solvent application technique by the operator. Solvent dispenser pot not applying solvent properly. A review of the complaints database has identified that there is currently no increased trend for this issue.